Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator and x-ray tube filament were evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.